Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Conclusion code: off-label use [over 45 years of age at time of implant ((B)(6)), anterior endothelium chamber depth < 3.0mm (2.99mm)]. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, diopter -10.50/+1.50/091 implantable collamer lens (icl), into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.

Manufacturer narrative:
Previous: stated the lens has been returned but not yet evaluated. Updated: lens has been returned and evaluated. Device evaluation: lens was returned dry in a small vial, with clear surgical residue/debris on the product and lens surface. Visual inspection found no visible damage to the lens. (B)(4).